Manufacturer narrative:
Correction: b5/h10: the reported condition was related to damaged boxes only. There was no report of the sterile packaging (pouches) being damaged. The damaged boxes would not lead to a death or serious injury as external packaging defects do not impact potential sterility breaches. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h10. H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sterile packaging of an unspecified quantity of minicaps were damaged. The damage was further described as, ¿the boxes were dirty or dusty, had a flap open and looked like they were dropped because they were dented¿. This was observed before use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.